Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
User facility medwatch received.

Event description:
It was reported that post implant a realize adjustable gastric band, due to significant weight loss, the port moved down to the patient's waist line causing inflammation and discomfort. The surgeon move the port to a more comfortable location. During port reposition surgery, the surgeon noticed that the strain relief had come off and migrated down the tubing. The tubing was still attached to the port. The port was replaced, but the strain relief remains on the band tubing. The patient is fine.